Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the coupling of the handpiece was identified to be loose, consistent with manufacturing error. The device was observed to produce heat, and the temperature measurement was aborted after 4 (four) minutes due to a very sharp rise in temperature. Upon disassembling, a lot of cleaning agent residue, dirt and rust were found - consistent with improper maintenance. The inner tube was almost completely severed in the "swivel" area and the "key, diamond shaft was cracked on one side of the bore - user error. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, temperature verification, air pump assessment and connector loctite assessment. It was determined that the root cause for the determined failures were linked to manufacturing error, user error and improper maintenance. It was determined that the issue related to the loose coupling was due to a manufacturing error which was escalated to CAPA. Therefore, the reported condition of the device producing heat was confirmed. The assignable root cause was determined to be traced to user, which is improper handling- user.

Event description:
It was reported from south korea that the motor device produced heat and was making noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).